Event description:
The customer's mother reported via phone call that the customer received a no delivery alarm. The mother also reported the customer's blood glucose rose to 420 mg/dl from the no delivery alarms. The mother also reported the customer's infusion set became detached from their body, causing them to revert to manual injections. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer did not have a bent cannula on their infusion set. Customer was advised their of a possible site occlusion . The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.